Event description:
The rptr stated that she did meter to hcp meter comparison tests, side by side. Her result was 488 mg/dl, and the hcp meter (type unknown) result was 208 mg/dl. She did not have any symptoms. A control test result was in range, but no details were provided. On followup, the lifescan rep reviewed qc procedures, cleaning the meter, and discussed meter/lab and meter/hcp meter comparisons with the rptr.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8